Event description:
Reporter indicated that she was unable to interrogate the patient's vns. Attempts to palpitate the vns generator were unsuccessful, and the reporter believes that the generator has migrated. The vns patient has gained a significant amount of weight which is believed to have contributed to the migration. A battery life calculation was performed which estimates that the vns is at, near, or past end of service. The likely end of service could result in the reported inability to communicate. Attempts for additional information are in progress. Surgery for generator revision due to the migration is likely.